Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to a touch contamination (no further detail was provided). On the same day as onset, the patient began treatment intraperitoneally for the peritonitis with vancomycin (1gm, repeat every fifth day), meropenem (1gm, once daily) and amikacin (125mg, once daily). Two days after onset, the patient was hospitalized for the event and on the same day, the patient was retrained on aseptic technique. At the time of this report, the patient remained hospitalized, treatment for the peritonitis was ongoing, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing with no reported problem. No additional information is available.